Event description:
Patient reported left side rupture, confirmed by healthcare professional. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. No additional observations. No further actions are required, as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported, left side rupture. Confirmed by healthcare professional. Healthcare professional, later reported, "extracapsular silicone within the soft tissues of the breast". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Confirmed by healthcare professional. Device remains implanted.